Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6fr device. After successful deployment and retrieval of the needles and sutures, the handle was lowered to park the foot. The physician encountered strong resistance to removal of the device. After multiple attempts were made to relieve the resistance, a cut down was performed in the cath lab, and the devcie removed. Manual compression was then applied to achieve hemostasis. The pt has recovered without further incident.